Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed a series of low power hazard at 09:56. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The ac power cord was accidentally pulled out for a second. There was no patient issue. The mpu was working properly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis. A review of the event log file contained data spanning approximately 7 days (02jan2024 ¿ 08jan2024 per timestamp). On 08jan2024 at 9:56:24, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms resolved at 9:56:28 due to external power being restored. No external power alarms did not activate; however, the backup battery was able to provide support to the system during the event. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis and remains in use. The root cause for the reported event was conclusively determined to be user error. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.